Event description:
It was reported that the left ventricular (lv) lead high pacing impedance and a x-ray was performed, which confirmed a fracture around the site of the left clavicle. The lv lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.